Event description:
It was reported that this implantable pacemaker exhibited undersensing of atrial arrhythmia episode. Atrial sensitivity is currently programmed to maximum automatic gain control (agc) of 0.15mv (milli-volts). This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that this device had an atrial arrhythmia burden alert of 9.4 hours. Presenting electrogram showed probable atrial arrhythmia in progress. Atrial capture could not be confirmed. Further review was recommended to ensure appropriate arrhythmia detection. This device remains in service and no adverse patient effects were reported. Additional information was received indicating that the device had an atrial arrhythmia burden alert with duration of 16 hours. Presenting electrogram (egm) showed atrial arrhythmia in progress with cycle length below detection rate. Technical services (ts) recommended further review to ensure appropriate arrhythmia detection. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.